Event description:
Home patient's spouse called the baxter technical assistance line as the patient's transfer set separated from the adapter. The technician advised the spouse to call the dialysis unit immediately. Follow up with the patient indicated that their transfer set got caught on a box pt was removing some paers from and separated the set from the adapter. The patient went to the unit and healthcare professional soaked the catheter for 5 minutes and replaced the transfer set. Per patient, prophylactic antibiotics were given. Per patient, no patient injury was associated with this incident.